Event description:
Abbott's instructions for placement of sensor are poor. I was flexing my arm in the mirror to view the back of my arm and the sensor hit a muscle. I later noticed that dexcom's instructions tell you to hold your arm at a right angle so the flab (fat) of your underarm hangs loosely, which is where you want the sensor to go. I flexed my arm, (so I could see it better in the mirror) thus tightening the fat, and thus hit the muscle. And I'm a healthcare provider myself! The abbott instructions does show you someone with their arm at a right angle, but it was easier to flex my arm in the mirror so I could see what I was doing. They should make it clear that the right angle is essential and specify not to flex your arm. Internet info corroborates my concern.